Event description:
The pump was updated 17:41 on (B)(6) 2014. The hcp stated the battery died before they first updated the pump. The hcp replaced the battery and then re-interrogated the pump. Per the hcp they updated the reservoir volume and then updated the pump. Then they removed the 4th drug from the pump and did not update the pump. The hcp wanted to know why the 4th drug was showing on their session data report. The other 3 drug concentrations and doses did not change, they just removed the 4th drug from the pump. The pump was used to deliver clonidine, baclofen and dilaudid. No interventions, symptoms or patient outcome were reported. Further follow-up is being conducted to obtain the information. If additional information is received a follow-up report will be sent.

Event description:
Additional information: the physician¿s office thought that the reason that the 4th drug still appeared on the session data report was because they had not completed the update. They were planning to take the bupivacaine out of the list of medications in the future. The pump was only delivering baclofen, clonidine, and dilaudid after the visit. The programmer issue was resolved with a new battery. There was no problem for the patient; it did not affect any of her other meds. The patient was not affected by the event.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
Product ID 8840, serial# (B)(4).